Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but he was working with the physician or manufacturing representative. It was unknown if the patient had an appointment. It was further noted that the patient¿s unit shorted out while being charged and burnt his hip. The patient had two operations; one to take the unit out and the other was to clean out the scar tissue and brown burnt tissue. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that the patient was suddenly woken up during recharging because, the implantable neurostimulator (ins) under his skin was red, burning hot, and hurting. The patient experienced a warm feeling at the pocket and charging of the ins caused overheating of the ins pocket and battery. The patient got in the shower and put the cold water on to cool it down. After a couple of days it started to really hurt. The skin around the site looked red and felt ¿burned¿ on the inside. The patient kept going to the health care professional (hcp) and telling him that it was trying to ¿come out of his back.¿ the device had been turned off since (B)(6) 2014. The patient went back to the hcp in (B)(6) 2014 and they planned to take the device out on (B)(6) 2015. The patient was told by the hcp that it usually took him 30 minutes to remove an ins, but it took an hour and a half because of the scar tissue and discolored brown issue. It was noted that the leads remained implanted. After the explant, it filled up with water and blood. It had broken loose, so the patient went back to the hcp because the area would not heal. The hcp ¿took out about a cup of water.¿ the hcp reopened the site back up and scraped out the dead tissue. They put in a wick and a drain port. The patient noted that it was sore and had not healed. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3550-29, lot# n286520, implanted: 2012 (B)(6); product type accessory product ID 3550-09, lot# lb7168 implanted: 2003 (B)(6); product type accessory product ID 3487a, lot# j0005692v, implanted: 2000 (B)(6); product type lead product ID 37754, serial# (B)(4), product type recharger product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).